Manufacturer narrative:
B3: event date ¿ the patient experienced peritonitis twice last year (2022). D4: lot # - the patient used recalled minicaps associated with fa-2023-003. E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the peritonitis events. At the time of this report, the patient had recovered from peritonitis. The action taken with pd therapy was not reported. No additional information was available.